Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that in diagnostic imaging, the technologist was uncapping the item from the IV, and saline sprayed up their arm. There's no report of patient harm.